Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope exhibited a scratch in the acoustic lens that extends to the glue layer. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Three attempts were performed to obtain additional information, but no response was received from the customer based on the results of the investigation, the suggested reportable event was confirmed by olympus, but the presumed cause could not be identified, and a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: instructions: ultrasonic gastrovideoscope; olympus gf type ue160-al5. Important information ¿ please read before use. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.